Event description:
Three months after having the procedure, I developed a rash covering the majority of my body, I've been treated from scabies and psoriasis with no major improvement. I also started getting headaches a few weeks after the procedure that are constantly reoccurring.